Manufacturer narrative:
(B)(4). Device remains implanted. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the peek device broke on secondary impaction. The broken device was implanted in the pt because it was believed that the device would not migrate or cause any injury to the pt. No pt complications were reported.